Event description:
It was reported that during the implant procedure of the superion indirect decompression (ID) spacer the physician assessed that the device was malpositioned. The physician removed and redeployed the ID spacer and completed the procedure. Post-operatively, while in recovery, the patient experienced numbness and postural disturbances localized to their lower extremities. A computed topography (CT) image was taken and revealed an epidural hematoma. The physician assessed that the ID spacer was placed in a sublaminar portion of lumbar 2-3 vertebrae but was unable to determine the cause of the hematoma. The patient underwent an explant procedure to remove the device followed by a laminectomy. The patient is on-going rehabilitation. The ID spacer was discarded by the facility and will not return for analysis.